Event description:
It was reported that failure to recapture the distal filter occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). The anatomy of the patient was noted to be moderately tortuous. The sentinel cps was placed and the proximal and distal filters were deployed. The distal filter required repositioning and during the attempt to recapture the distal filter for repositioning stiffness was noted in the distal filter slider and the distal filter was unable to be fully resheathed. The sentinel cps was removed from the patient as a unit with the introducer sheath and with the distal filter in a partially open state. A new sentinel cps was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device technical analysis the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific quality technician. The returned sentinel cps was visually, microscopically, and functionally examined. The sentinel cps was returned with an introducer sheath, the proximal filter and distal filters sheathed, the articulating distal sheath relaxed and damaged, and the distal filter kinked and detached. Microscopic analysis identified the inner member was buckled and detached. During functional testing, the distal filter could not be recaptured due to the detachment of the distal filter slider and the inner member detachment and buckling. A photograph of the used sentinel cps was provided to aid in the investigation and was revised by a bsc quality technician. The photograph showed the articulating distal sheath and the distal filter. The photograph did not show any evidence of the reported issues.

Event description:
It was reported that failure to recapture the distal filter occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). The anatomy of the patient was noted to be moderately tortuous. The sentinel cps was placed and the proximal and distal filters were deployed. The distal filter required repositioning and during the attempt to recapture the distal filter for repositioning stiffness was noted in the distal filter slider and the distal filter was unable to be fully resheathed. The sentinel cps was removed from the patient as a unit with the introducer sheath and with the distal filter in a partially open state. A new sentinel cps was used to complete the procedure. No patient complications were reported.